Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 500 mg/dl and the customer went to the emergency room (ER). Intravenous insulin was administered. After 5 hours, customer felt better and left the ER. Bg was 220 mg/dl. Customer reported the pump was not delivering insulin. Customer and healthcare provider changed the infusion set and cartridge multiple times. As the event occurred in the past, tandem technical support could not determine cause of event.